Event description:
In this event, user had a reaction to their ear molds. User was prescribed one week of ear drops for treatment by doctor. Once user finished the week of ear drops, their symptoms returned.